Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) worked with the customer over the phone to troubleshoot the issue. The customer was able to determine the leak coming from worn tubing at pinch valve pv37. The customer replaced the tubing resolving the leak. (B)(4).

Event description:
Customer reported a leak when using the coulter® lh 500 hematology analyzer. The leak was described as approximately 5 ml of clenz leaking from under the analyzer. The leak was not contained within the instrument. The operator was wearing personal protective equipment of lab coats and gloves, without face protection, when the leak was identified. There was no exposure to mucous membranes or cuts. There was no biohazard exposure reported. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.